Event description:
It was reported that the first 3-4 clips from the clip applier would not clamp down. It was later reported that during a laparoscopic cholecystectomy procedure, the first 3 clips did not clamp like they were supposed to and all three had to be removed from the pt. The ends of the clips crossed as they were clamped. The surgery time was extended but the amount of time was not provided. There were no other intervention required.